Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended even though pump was within operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to clean speaker area, remove and reconnect cartridge, and then load new cartridge and resume insulin, but altitude alarm recurred and insulin could not be resumed, so customer planned to use multiple daily injections as backup therapy. Technical support provided storage mode and return instructions, confirmed shipping details, and arranged replacement pump and cartridge with updated software, with customer instructed to return problematic pump within specified time frame and to manually program settings into replacement pump.